Event description:
This instrument was intact at the time of its introduction into the eye during a phacoemulsification procedure. A few seconds later the surgeon noticed that the instrument was broken. The missing part of the instrument was not found. It is assumed that the missing metal part was aspirated from the eye during the procedure. The pt did not suffer any injury.